Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent an initial total hip arthroplasty and approximately 6 years later a revision surgery was performed due to elevated metal on blood serum levels and metallosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ medical devices: unknown metasul bearing; item# unknown; lot# unknown. Unknown metasul head; item# unknown; lot# unknown. Unknown continuum 52 mm uni-hole cup; item# unknown; lot# unknown. G2 ¿ foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00503, 0009613350 - 2023 - 00504, 0009613350 - 2023 - 00505. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product is unknown.